Manufacturer narrative:
Result - timing link.

Event description:
It was reported by service report that the foot left timing link was broken with exposed sharp edges. The side rail was in the full up position and would not come down. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.